Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning for high impedance had occurred on the pacing lead and when undergoing device replacement surgery the physician was unable to confirm the location of the defect. Due to the patient's age, they did not want lead replacement therefore the lead remains in use. No patient complications have been reported as a result of this event.